Manufacturer narrative:
(B)(4). Additional information has been requested but as of yet has not been received.

Event description:
According to the reporter: about 5 days post breast reduction surgery, a patient was returned to the operating theater for drainage of an abscess at the wound site with some dehiscence and suture tearing. It was also provided there was no permanent damage involved. The specific date of the event could not be provided.